Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the devices fired halfway, then stopped. Pt had to be opened up. There were no other reported consequences.